Manufacturer narrative:
The rse evaluated the device remotely. It was determined that device experienced ECG failure and the customer was instructed to perform operational checks. The operational check was performed and the device was returned to full functionality.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on efficia dfm 100 indicating ECG failure. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.